Event description:
It was reported that during central processing a monopolar curved scissors (mcs) instrument was damaged. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found scratch marks/abrasions on the brown laser-marked section of the tube extension, which exposed the orange plastic beneath the laser marking. The scratches measured approximately 0.036" × 0.027" and no material loss was observed. Failure analysis also identified additional issues related with the customer complaint including blade damage at the base, mid, and top of the blade. A potential detached fragment was suspected, though its size could not be determined. Indentations on both blade edges likely contributed to the instrument being dull and not opening/closing properly. In addition, the grip and pitch cables were found to be frayed at the distal end. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.